Manufacturer narrative:
(B)(4). The reported patient effect of hypersensitivity is a known observed and potential patient effect as listed in the xience everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an allergy kit has been ordered for a patient with an implanted xience stent. No additional information was provided.